Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 220 mg/dl. The customer was assisted with troubleshooting for the high readings. The customer had symptoms of thirst and also stated that their muscles went crazy. The customer treated with needles. Customer's blood glucose value was 297 mg/dl at the time of the call. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer was sent a tubing clamp to perform a high pressure test. The customer called back to perform the test and reported experiencing a high blood glucose level of 454 mg/dl at the time of the incident and 137 mg/dl during the call. The customer treated with the insulin pump. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer also mentioned having a swollen and red where the infusion set needle site was. The customer stated that there was no blood or signs of infection. The customer stated that there was irritation and was advised of the possible causes. The insulin pump will not be returned for analysis.